Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Technical support was contacted and recommended device reprogramming to resolve the event. Reprogramming is anticipated to be performed at the patients follow-up. No action has been performed at this time. The patient was in stable condition.